Manufacturer narrative:
(B)(4). Email address for contact office is (B)(6). Potentially discrepant false negative results for one contaminated patient sample while testing with two ortho verseias. The root cause could not be determined, although it could not be excluded to be associated with contamination from blue specimen diluent dripping into the sample. No general product failure is identified. A biased result was potentially reported to a physician. Repeat testing remained negative. No patient was harmed as a result of the report events.

Event description:
Ortho account manager (am) reported that one donor sample was possibly contaminated after all six donor screening assays were completed. Assays were performed using two different verseia analyzers but am couldn't provide details to which assay was performed on which verseia. According to am, the plasma on the donor sample in question had a "blue color" that was not detected until the tech was moving the donor sample from the retested rack to the complete rack. Testing was performed for six assays and results were released by donor center. Upon retest, this donor was found to be nonreactive with all assays tested. Problem description: issue was observed on: occurred on (B)(6) 2021; reported 02 dec-2021.